Event description:
The customer reported an alarm during the manual prime. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer also reported a motor error alarm. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose drive support disk. Unable to verify the motor error alarm due to the loose drive support disk. Also, the insulin pump had noise motor due to a faulty motor.